Event description:
The reamer was put on reverse and uncoiled causing a 20-30 minute delay to surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.